Event description:
Healthcare professional reported left side deflation and "patient's concern with the product." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a curved opening on radius, fold creases, wear abrasion, white calcification on the shell, and brown particles in the shell. Leak test and microscopic analysis was performed which identified: a sharp opening on radius and a sharp broken on plug strap. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on radius assessed as an unidentified (tear) opening. A sharp broken on plug strap assessed as an unidentified (tear) opening.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.6b., d.9., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and "patient's concern with the product." Device remains implanted.